Event description:
It was reported that a device had a low measured output during testing using multiple i.v. Sets. There was no patient involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is completed.